Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: vercise cartesia, upn: m365db2202450, model: db-2202-45, serial: (B)(6) , batch: 7105752.

Event description:
It was reported that the clinical study patient was noted to be drowsy and was unable to maintain sustained attention. A computerized tomography (CT) scan was performed and showed a hypodensity of the frontal white matter along both of the deep brain stimulation (dbs) leads which was suggestive of edema. The patient was treated with medication and an electroencephalogram (eeg) was performed which did not show any focal abnormalities. The event has since resolved.